Event description:
At least 6 needles from one lot have malfunctioning safety mechanisms where the mechanism does not engage. No injuries have resulted to staff or to the patients. The clinical nurse leader has removed all of the lot of needles. A needle has been provided to the materials management director.